Event description:
It was reported that the customer was experiencing difficulty charging the pump with the usb cable. The pump subsequently shut down, due to insufficient power, as it could not be charged. The customer stated that earlier in the day, blood glucose level had risen to 270 mg/dl, due to being unable to use the pump. However, the customer had been managing blood glucose with manual injections, and blood glucose level was reported to be fine at the time of the call. A replacement usb cable was sent to the customer. Follow up with the customer confirmed that the replacement cable resolved the charging issue.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.